Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has yet to be returned.

Event description:
Per sales rep, the facility reported rn was placing a midline IV and noticed after pulling the guidewire that it was shorter than the prior one. The patient's right arm x-ray was negative, cxr pending. No patient injury reported.